Manufacturer narrative:
Device evaluation: the hawkone was returned connected to a cutter driver and a spider fx capture wire/filter assembly were include. No other ancillary devices were received. The hawkone was inspected and found the guidewire tubing was torn. Approximately 6cm of the guidewire tubing was flapped over in the distal direction. The guidewire tubing of the hawkone housing assembly showed zipper tearing of the guidewire lumen distal the flapped over piece of the guidewire tubing. The guidewire tubing of the rotating tip sowed the proximal end of the guidewire lumen tore from the proximal end. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone with a spider fx 7mm and a terumo sheath and a 0.35 guidewire, to treat a heavily calcified lesion with 70% stenosis in the left mid superficial femoral artery. The device was prepped as per IFU with no issues noted. Artery diameter 6mm, lesion length 200mm. It was reported during the procedure the guidewire was wrapped around the hawkone and resistance was encountered removing the device from the patient but was ultimately removed through the sheath. It was reported that the cutter was in the housing during removal. The procedure was completed with dcb. No injury to the patient reported. When the hawkone device was returned to the manufacturing facility for evaluation, it was noted that the device was damaged.